Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed CT to body divergence. No system problem was found. The issue was not verified in lab therefore no conclusion could be made. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient received a small pneumothorax after a superdimension enb procedure. The physician had difficulty reaching a lesion and thought the system was "off". The patient had an x-ray and was discharged the same day of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.